Event description:
Per the clinic, the patient developed an infection over the implant site. The patient was treated with oral antibiotics and the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.